Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2015-00074, 3005188751-2015-00068, 3005188751-2015-00069, 3005188751-2015-00070. Following an atrial fibrillation ablation procedure, a cardiac perforation occurred. A livewire ep catheter was placed in the coronary sinus. Transseptal puncture was performed using a brk transseptal needle through a swartz braided transseptal introducer. A tacticath quartz ablation catheter was then advanced through an agilis nxt introducer to perform mapping and ablation in both sides of the heart. Following the procedure, a transthoracic echocardiogram revealed a cardiac perforation, for which a pericardial drain was placed. The patient was stable and recovered fully. There were no performance issues noted with any sjm device.